Manufacturer narrative:
During testing a review of the device¿s serial number history did not identify any similar complaints. The complaint has not been confirmed, and the probable cause remains unknown. The investigation is ongoing. A CAPA was initiated to investigate the root cause for this failure mode. Reference to complaint #: (B)(4).

Event description:
During testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, with a recorded pressure of 21.590 psi, which is outside the acceptable range of 22¿38 psi. No patient involvement was reported.